Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 3/21/2017 with the following findings: during testing, the vibratory and auditory tones functioned properly. The original complaint about an audio tone/vibration issue was not duplicated during the investigation.